Event description:
Patient is a (B)(6) baby who was trying to reach for a toy that had fallen on the floor. He was found face down with his head wedged between the mattress and the end of the crib, and one arm and one leg stuck in between different railings. There was no patient injury.